Event description:
It was reported to MFR that the site's (B)(4) hand held screen was freezing after successful interrogation of vns pt's devices, and, in addition, the screen was also freezing after performing device diagnostic testing for about 2-3 minutes. The hand held was returned with the ac adapter and serial cables, along with the (B)(4) software flashcard for analysis. Analysis of the hand held and cables revealed no anomalies and the device performed according to specifications. Analysis of the software flashcard was performed and the reported frozen screen after performing device diagnostic tests was not duplicated during the analysis testing. In addition, analysis did not duplicate the frozen screen after a successful interrogation of a pulse generator, however, an investigation was performed by the MFR regarding this event with the (B)(4) and the (B)(4) software, and it is known that under certain conditions, that the hand held screen will freeze following successful interrogations. The investigation found that the cause for this event is due to the interface between the hand held operating system and the (B)(4) software.